Event description:
The customer reported to baxter corporate product surveillance an unknown quantity of minivolume extension sets for which distal high pressure alarms were detected when connecting directly to a hospira ICU medical microclave. The customer observed that the alarms occurred on either b. Braun large volume infusion pumps or baxter as50 pumps. The setup included b. Braun primary tubing. However, the customer reported that the alarm did not occur when using the b. Braun primary tubing alone; that it occurred only when connecting the minivolume extension directly to the hospira microclave. The events occurred in the picu and pediatrics during infusion. The customer stated that the facility had been using the same pump setup for two years without problem. There was patient involvement; however, there is no report of patient injury, medical intervention or adverse event associated with this report. No further information is available.

Manufacturer narrative:
(B)(4). Four unused samples having the same lot number were received for evaluation in companion of an unknown set and ICU medical microbore units. Visual and functional testing was preformed and no defects were observed. The reported condition was not confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The root cause of the reported problem could not be determined.